Event description:
Reference voluntary medwatch (B)(4).

Manufacturer narrative:
Steris isomedix received medwatch report (B)(4) regarding a surgical procedure involving a palomar laser. The product subject of the medwatch is not manufactured by steris. We have made multiple attempts to contact the initial reporter to determine the correct manufacturer; the initial reporter did not respond to our calls.